Event description:
Note that though the event occurred on (B) (6) 2008, (B) (4) was made aware of this event on (B) (4) 2008. A patient from (B) (6) ingested a sample of cytolyt solution. The male patient was already at the hospital for another injury when this happened. A cytolyt pre-filled cup was left on the bedside and the patient drunk 2/3 of the liquid (20 cc). The lab staff administered ethilic alchohol as an antidote of methanol that is part of the cytolyt solution. The pt received first aid measures from the laboratory and was hospitalized the same day. The patient went out of the hospital and was doing well.